Event description:
A pt admitted 2 days prior to event date for removal of prostate and surrounding tissue and nodes due to diagnosis of prostate cancer. Pt did well post-operatively and was ready for discharge on event date. During removal of jackson-pratt drain, the drain broke apart. The pt was re-admitted 2 days after event date as an outpatient for surgical removal of the drain. Drain found to be stapled in place. The pt had no further complications.